Manufacturer narrative:
This report is being submitted based on the results of the device evaluation and report of, "he feels that one of them actually perforated a small hole into the ureter". Additional information has been requested related to the event description; however, at the time of this report no further details were received. Device evaluation: as received, the specimen consists of one hydro gw stf std s 150-035; returned coiled, loose, accompanied by the opened, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents kink/bend damage over the distal 13cm and 36.5 to 36.8cm from the distal tip with skive damage scattered over the shaft 50 to 99cm from the distal tip. The specimen also presents scattered deposits of dried blood-like material imbedded within the hydrophilic coating. As noted in the warnings portion of the device instructions for use, " if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications. Do not attempt to use the zipwire hydrophilic guidewire if it has been bent, kinked, or damaged. Use of a damaged wire may result in damage to the linings and associated tissue, channel, or ducts or release of wire fragments into the urinary system". The precautions section of the dfu, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet". In addition as noted in the precautions section, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3 cm movements, to prevent inadvertent damage to the device or patient". At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors impacted on the event as reported. If any further relevant information is received, a follow up medwatch will be submitted.

Event description:
Event description: it was reported that our urologist used your zipwire stiff on tuesday of this week and had 2 of them from the same box/lot number not advance into the flexible ureteroscope and he feels that one of them actually perforated a small hole into the ureter. He was unable to advance the wires as he usually does and had to proceed to a third wire, which worked perfectly. I was only able to retrieve 1 of the defective wires from the trash after the case, but had both packages.

Manufacturer narrative:
Section has been updated due to additional information received reporting that the initial reporter did not submit a report to the FDA.